Event description:
It was reported that the right ventricular (rv) lead exhibited increased episodes of noise and impedance anomaly. X-ray examination confirmed lead fracture. The lead was extracted and replaced successfully. The physician suspected the event was caused by the implant method completed in the initial implant in 2019. There was no further adverse consequence to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".